Event description:
It was reported that the pt experienced a loss of therapeutic effect. The pt had a good response to the trial, but had not had a good response since implant. The pt also felt that the device was flipping. The stimulator was located under the right rib and the lead seemed to be placed too high. It was noted that the pocket was "loose", but a flip was not confirmed. It was also reported that the pt was unable to recharge the device, though she had previously been able to. The flip was still not confirmed. Additional info received reported that the pt's system was explanted. The pt was told that she was not a good candidate for the therapy.